Manufacturer narrative:
Clinical evaluation: early infection in cementless than 4 weeks after primary operation. Infection is a known possible adverse event following every surgery, including tha's. To date, there is no reason to suspect that the cause may be linked to the implanted devices.

Manufacturer narrative:
Batch review performed on 15 july 2021. Lot 2013088: (B)(4) items manufactured and released on 05-feb-2021. Expiration date: 2026-01-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Other device involved: batch review performed on 15 july 2021. Ball heads: mectacer 01.29.209 biolox delta ceramic ball head 12/14 ø 36 size m 0 (k112115) lot. 2011675: (B)(4) items manufactured and released on 11-march-2021. Expiration date: 2026-02-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
The patient had a wound that purged. 1 month after the primary surgery, the surgeon rinsed the wound and revised head and liner. Surgery completed successfully.